Event description:
Customer stated, "spark on the cord near the switch." The product was returned for investigation. The product was approx. 14 years and 11 months old when the incident occurred. The customer did not claim any injury. Customer stated the incident lasted for a few seconds. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord at the strain relief. The investigator determined the customer was twisting the cord and wrapping the cord under the switch during use. This led to tension at the strain relief which led to the cut which caused the sparks the customer described. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts". The customer also admitted to further misusing the pad by laying on it. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".